Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, while in fragmatome mode, the vacuum pressure became problematic. The surgeon increased the vacuum pressure to 200 to enable the machine to operate in this mode. There was no patient harm. Additional information is not expected for this report. This is three of three reports from this facility.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).